Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported failed flow transducer test during pre-use check. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of the received test logs showed that the flow transducer test had failed due to expiration gain and expiration offset values were not within accepted limits. Initial recommended action is to check that the expiratory cassette is correctly seated in the cassette compartment. The issue was likely resolved when the expiratory cassette was removed and reseated during service. Since no parts were returned for investigation, the root cause of the failed flow transducer test has not been determined, but an incorrectly seated expiratory cassette may be a contributing factor. This will be detected during pre-use check. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).